Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an infusion set occlusion on the ilet system that was only resolved after the helpers changed the supplies, consistent with an obstruction of flow associated with the connector/coupler, and blood glucose reached 240 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed deformation consistent with a component-related issue contributing to obstruction of flow at or related to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.